Event description:
It was reported that the ilet pump¿s touchscreen was cracked and became unresponsive, and the screen was not usable; the device component involved was the touchscreen, and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen, aligning with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.